Event description:
It was reported that outside the surgical environment this cart had no power. There was no patient involvement. At product evaluation, the power inlet module was burnt out. No adverse events were reported as a result of this malfunction. Due diligence is complete. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the cart would not power on and the power inlet module was burnt out. The power inlet module was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to the time the high flow valve is left open is too short during the pump start up sequence. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.